Manufacturer narrative:
(B)(4). Evaluation summary. There was no reported product deficiency. The reported re-stenosis is listed in the instructions for use (IFU) as a known adverse event associated with coronary stenting and is not necessarily an indication of a product quality deficiency. It was reported that the xience v stent was implanted with no pre-dilatation. It should be noted that the IFU states to pre-dilate the lesion with a ptca catheter of appropriate length and diameter for the vessel/lesion to be treated. Limit the longitudinal length of pre-dilatation by the ptca balloon to avoid creating a region of vessel injury that is outside the boundaries of the xience v stent. Based on clinical consultation, it dose not appear that the direct stenting (no pre-dilatation) contributed to the reported pt effects. Although, a conclusive cause for the reported pt effects, and the relationship to the product, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacturing or design and the treatments appear to be related to the operational context of the procedure.

Event description:
It was reported that approximately 16 months post direct stenting of a xience v stent in the mid right coronary artery (rca), the pt experienced exertional dyspnea and had a positive stress test. On (B)(6) 2010, the pt was hospitalized and was found to have 60% in-stent restenosis and a new 80% stenosed lesion distal to the stent. Two stents were placed. There was no adverse pt sequela. On (B)(6) 2010, the event resolved and the pt was discharged to home. There was no additional information provided.